Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal portion of the lead was returned and no anomalies were found. The distal conductor has blood/body fluid present. The outer insulation has cosmetic depression near the connector.

Event description:
It was reported that the left ventricular lead had high thresholds. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.